Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set broke at the hub. This occurred while patient was in transport. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that there was a separation between the filter and tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.